Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic inspection before a hto nail extraction, the pressure on the pump and the main pump tubing, ar-6410, was not sensed and excessive perfusion occurred, resulting in swelling of the patient's knee. The surgeon stopped using the product and another product with the same product number was used. After that, pressure returned to normal and swelling also improved. The surgery was completed.

Event description:
It was reported that during an arthroscopic inspection before a hto nail extraction, the pressure on the pump and the main pump tubing, ar-6410, was not sensed and excessive perfusion occurred, resulting in swelling of the patient's knee. The surgeon stopped using the product and another product with the same product number was used. After that, pressure returned to normal and swelling also improved. The surgery was completed. Additional information provided (B)(6)2020: the part # on the pump is ar-6475, sn unknown. The pressure was set to 50mmhg. After the tubing was replaced, the pressure returned to normal, and excess fluid was drained out of the body. No extension of hospitalization or other treatment was necessary. Additional information provided (B)(6)2020: the removal of the hto nail is of normal procedure. It's a common method for healing. There was no patient harm and it was manufactured from a different manufacturer.

Manufacturer narrative:
The returned main pump tubing ar-6410 was tested on a known functional ar-6480 dualwave arthroscopy fluid management system and tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced, since the original pump involved in the case was not returned for evaluation. The pump function as intended with no error message and/or audible alarm triggered. The most likely cause for this type of issue/occurrence is by unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump. These conditions can trigger the alarm for pressure fault. Final conclusion is potential misuse and the complaint allegation not confirmed. This follow up submission also contains additional information which has been included in section b5.